Event description:
Pt admitted on 5/27/94 with shaking, chills, erythema of the chest and abdominal wall, and elevated wbc. Device and entire lead system removed on 5/27/94. Subclavian, patch pocket, and device pocket all showed signs of infection. Cultures grew out betalactamase positive staph aureus.